Manufacturer narrative:
On (B)(6) 2017 a lab technician injured finger with the handle of a 12-sample tubes rack. The technician was loading the rack on the accelerator a3600 automation system, specifically into the input/output module (iom). On (B)(6) 2017 inpeco became aware that the injured technician went to ER and blood was drawn for testing a baseline for hiv/heps. A second draw is foreseen at 3 months, then again at 6 months. At present, investigation is still ongoing. The event root cause has not been identified yet.

Event description:
The accelerator a3600 product distributor was informed that a tech had injured finger on (B)(6) 2017 while pushing in stat carrier rack at iom. Site reported that metal handle of rack cut through tech's glove and cut finger; rack was pushed all the way in but force of push from tech resulted in metal handle of rack breaking through glove and into skin.